Event description:
It was reported to boston scientific corporation that a zero tip nitinol retrieval basket was being used in an unspecified procedure. According to the complainant, the device was defective. The exact defect is unknown. Multiple attempts to obtain additional information have been unsuccessful. The complainant was unable to provide patient details.

Manufacturer narrative:
Analysis of the returned zero-tip nitinol retrieval basket the basket was open. All of the basket wires were present; however, one (1) of the basket wires was broken. The broken wire was attached. Several kinks were identified on the outer sheath. A functional evaluation revealed the device would open and close when the handle was actuated; the distal end of the broken wire would not close into the outer sheath. The kinks and break were most likely due to some aspect of the procedure. Therefore, the most probable root cause for this event is determined to be operational/physiological context. The device history record review confirms that the accepted devices met all manufacturing specifications. It is also noted that after a thorough investigation, the events of kinking and basket wire separating from the knot and remaining attached to the device are not medwatch reportable conditions.

Event description:
It was reported to boston scientific corporation that a zero tip nitinol retrieval basket was being used in an unspecified procedure. According to the complainant, the device was defective. The exact defect is unknown. Multiple attempts to obtain additional information have been unsuccessful. The complainant was unable to provide patient details.